Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, when the instrument was fired, there was an interruption of the reload, but the firing was complete. There was an area that only had partial stapling. It was necessary to complete an additional firing. Unk how case was completed. There were no adverse consequences to the pt.